Manufacturer narrative:
Pump received no button response due to lcd unlock keypad connector. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the escape button was not responsive on the insulin pump. It was also found the customer was unable to clear a reservoir alarm due to the keypad anomaly. Customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.